Event description:
Resident was sitting in a lumex 574 geri chair. She placed her hand in the space between the seat cushion and side of chair. She then placed her fingers into the mechanism under the seat. When the chair was repositioned, the metal mechanism cut 2 fingers. The laceration extended through a fingernail. The resident required transport to an ER for suturing. An examination of the chair reveals no guard on mechanism to prevent placement of fingers in this area.